Manufacturer narrative:
Additional information regarding the event was requested, and the following was determined: the system was visually inspected for damage before use, and no anomalies were noted. The system was flushed with saline solution prior to use and continuous flushing was maintained during the procedure. The guidewire was inserted and retracted one time. The rotating hemostasis valve (rhv) was adjusted during the procedure per the directions for use. The patient's anatomy was reported to be tortuous. The device history record review confirmed that the unit met all material, assembly and performance specifications. The returned microdelivery catheter proximal outer shaft was observed to be stretched, and separated under the strain relief, which changed the original complaint to a reportable event. The stent was in the intended location. The microdelivery catheter was slightly kinked just proximal to the tip marker. The stabilizer was in the microdelivery catheter. The stabilizer proximal shaft 21.0cm section was separated and had come off out of the microdelivery catheter. From the condition of the stabilizer, it appeared that the stabilizer was kinked then separated. No anomalies were observed with the stent. The stent was conforming to its visual specifications. The dimensions which could be measured on the microdelivery catheter, stabilizer and stent are conforming to their dimensional specifications. The damages found on the device are indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system. It should be noted that the stent system was used in regions of excessive tortuosity, which could be possible cause of unusually high friction. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression to the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The cause of the high friction cannot be definitively determined in this case. The highly tortuous anatomy reported, resulted in higher deployment force, therefore, a root cause of operational context was assigned to this event.

Event description:
Date of event: unknown. It was reported the physician could not reach the lesion in the middle cerebral artery (mca) bifurcation to deploy the stent due to resistance. The stent delivery system was removed without any complications to the patient. Upon receipt of the device for analysis, it was found that the catheter proximal outer shaft was stretched and separated, making this a reportable event.